Manufacturer narrative:
This report is being supplemented to provide additional information/corrected data (h10) regarding the reported event. Additional information received clarified that troubleshooting was done after the procedure was over and not during the procedure as previously reported under the initial MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus worked with the customer to troubleshoot the device problem after the procedure. The customer was instructed to power off cv-190/clv-190, clean connectors on the scope, allow the connectors to dry completely, ensure the digital light source cable was secure in the back of the clv-190/cv-190, plug the scope back in, and power on cv-190/clv-190. The customer did not get the error. Olympus reviewed with the customer that if the cv-190 is not powered off and they keep switching scopes the error will follow. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the following causes are inferred: a communication error occurred due to a communication error between the endoscope and the system; a communication error occurred due to a failure of the one-touch connector of the light source device that was connected when the event occurred, according to the statement "a different 190 series scope was attempted but it was reproduced. There was no problem if the 180 scope was connected."

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00488.

Event description:
It was reported that during an unspecified endoscopy procedure with an active bleed, the scope stopped working and a communication error message appeared on the screen. Troubleshooting with multiple 190 scopes including powering off both systems, and changing endoscopy rooms was attempted to no avail. Per the customer, the issue resolved with using a 180 scope. Additional information is unavailable at this time.